Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, the patient underwent a transfemoral tavr procedure with a 23 mm sapien 3 ultra valve in the native aortic annulus. Approximately 1 year and 5 months post transfemoral tavr, the patient presented shortness of breath and "is being evaluated for early failure based on the following echo findings: peak velocity (vmax) 4 m/s, mean gradient (mg) 45 mmhg, aortic valve area (ava) 1.0 cm2 and mild regurgitation." It was clarified that the mild regurgitation was paravalvular and that at the time of implant the valve had a mg of 12 mmhg and trivial paravalvular leak. The physicians were discussing explant and redo surgery as treatment option. However, per the latest report, it is "unknown when or if intervention will be performed at this time." The perceived root cause of stenosis is that the valve is "underexpanded due to heavy annular calcification most likely leading to halt (hypoattenuated leaflet thickening)/stenosis on leaflets." Additional information is not available at this time.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b2, b5, g6, h2, h6 (health effect - impact code, device code(s), type of investigation, investigation findings, and investigation conclusions), and conclusions in this section have been updated. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint for increased gradients was unable to be confirmed due to the unavailability of the medical records or imagery. Available information suggests that procedural and patient factors (underexpanded valve due to heavy annular calcification) likely contributed to the event. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valves (all models). The device training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper transcatheter heart valve are also discussed. The device training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results are inconclusive due to the limited information provided. However, it is possible that the worsening pvl was related to patient factors (cardiac remodeling). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
Per the latest report, the valve has severe paravalvular leak and the patient is being worked up for a valve in valve tavr procedure.

Manufacturer narrative:
A supplemental MDR is being submitted due additional information received. Sections b5, g6 and h2 have been updated.

Event description:
As reported by the field clinical specialist, the patient underwent a valve in valve procedure with a 23 mm sapien 3 ultra resilia valve. The patient was discharged home following the procedure.